Manufacturer narrative:
(B)(4). Batch # = m93c93. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger; then the device was cycled and it fed and form (B)(4) clips as intended. In the next cycles the clips were not fed into the jaws, and then 1 clip was partially fed which led to its malformation. In addition, the orange indicator was found undertraveled. Please note that this condition is unrelated with the report incident. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feedbar was found to be damaged causing the feeding issues. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, jamming occurred and the firing trigger could not be grasped. Another device was used to complete the case. There were no adverse consequences to the patient.